Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There has been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant surgeries, she experienced flashes, was not able to see in the light, had eye discomfort, and was unable to read. The surgeon performed fluorescence angiography and determined the iol's to be contributing to these symptoms. The iol's remained implanted. Add'l info was requested. There are two medical device reports associated with this event. This report is associated with the left eye.